Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Heparin was administered prior to the transseptal puncture. After the closure device was deployed and the delivery system sheath was withdrawn from the patient a thrombus was observed. Via transesophageal echocardiogram a non-mobile thrombus was visualized in the right atrium close to the interatrial septum. The patient was administered a direct oral anticoagulant during recovery to address the thrombus and protamine was withheld. No patient complications were reported and follow-up of the patient will be performed.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Heparin was administered prior to the transseptal puncture. After the closure device was deployed and the delivery system sheath was withdrawn from the patient a thrombus was observed. Via transesophageal echocardiogram a non-mobile thrombus was visualized in the right atrium close to the interatrial septum. The patient was administered a direct oral anticoagulant during recovery to address the thrombus and protamine was withheld. No patient complications were reported and follow-up of the patient will be performed. It was further reported that the patient was in stable condition and discharged from the hospital.